Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally the basket extended and retracted without issue. The basket wires were found to be crossed as the basket had been inverted. The basket wires were manually uncrossed and it was noted that the basket was formed properly and wires even and not deformed. No other issues were noted with the device. The condition of the returned incident device was consistent with the complaint that the basket wires were crossed. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket wires became tangled and the basket could not be used. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; side-car push-back.